Event description:
Customer stated, "she had been away from home and when she got home she noticed a large burnt square on her comforter". The product was returned for investigation. The pad was tested by quality control technicians and the pad and cover showed no evidence of burning. The pad was heating and functioning properly. The switch was shutting off in a timely manner. There was no defect in the product.